Event description:
The customer reported via phone call that they received a button error alarm. Customer stated they were unable to press any buttons as a result. The customer's blood glucose was 150 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also reported, there was condensation underneath the insulin pump's screen. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
All the buttons function properly and no button error alarm or moisture damage on keypad traces, under the lcd screen, electronic assembly or motor noted. They keypad connector was fully locked. The unit had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.